Event description:
It was reported that during a teratoma resection procedure, after install the device, the blade cannot pass the self test. Reinstalled it, still alarmed. Changed to use electrosurgery device to finished the procedure. There was no reported pt consequence.